Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the patient cable was confirmed via visual analysis. The mobile power unit (mpu) (B)(6) was returned for analysis to the european distribution center (edc) and was evaluated and tested on 01jul2021. Upon initial observation, the mpu¿s patient cable had a minor cut on the outer jacket of the cable. An image was also submitted that showed superficial jacket damage on the cable. The mpu was able to be powered on and off as intended. The system functioned as intended. The patient cable was replaced, and preventative maintenance was performed. A root cause for the damage to the patient cable was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the mobile power unit was manufactured in accordance with manufacturing and quality assurance specifications and was shipped on 16aug2019. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate iii patient handbook under section 3 ¿powering the system¿ covers that you should inspect the mobile power unit patient and power cables for damage and to not use the mobile power unit if either cable shows signs of damage. In addition, section 3 covers that you should inspect the mobile power unit for dents, chips, cracks, or other signs of damage. Do not use a mobile power unit that appears damaged. Contact your hospital contact if a replacement is needed. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had damage to the patient cable on their mobile power unit. The mobile power unit was exchanged at a routine follow up visit on 18may2021. No additional information was provided.